Event description:
It was reported that during the implant procedure the patient developed pneumothorax. The patient underwent pleura drainage which resolved the pneumothorax. The lead remains in use. The patient is part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.